Event description:
During and continuing after installation of philips intellivue mx800 patient monitors, it was noticed that a number of patient monitors were ceasing to send physiologic data to the surveillance station every 2 minutes. The devices would drop off the sector, wait for a period of time during which critical alarms would not be audible at the surveillance station, and then return. This was found to be caused by a setting in the philips intellivue information center ix (piic ix) primary server identifying an admissions database target (adt) in the intellibridge enterprise (ibe) system when the adt feed to the ibe was not active. The issue resolved once the target was turned off in the primary server.